Event description:
Additional information was received for this patient. It was reported that the patient expired - unknown cause. Investigator indicated not related to the procedure or the study device.

Event description:
Additional information was received for this case. A non-contrast CT revealed that the bifurcated stent graft ipsilateral limb was not extended during the index procedure. The physician elected to extend the bifurcated stent graft ipsilateral limb distally. The investigator assessed the event to be not device or procedure related.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death, endoleak), patient's condition affected effectiveness of device (type ii endoleak), (cause of event is unknown). Evaluation .conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak), (cause of event is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately twenty one months ago. A 6.0 cm fusiform aneurysm with an infra-renal angle of 18 degrees was reported. Proximal aorta was 33-31 mm in diameter and 17 mm in length. Distal aorta was 44 mm in diameter. Right iliac artery was 19-17-11 mm in diameter and the left iliac artery was 18-15 mm in diameter. The right and left femoral arteries were 8 mm in diameter. The right iliac artery was moderately tortuous with no stenosis while the left iliac artery was mildly tortuous with 40% stenosis. The circumferential aorta had 65% mural thrombus/calcification. The proximal end of the graft was placed such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. On final angio, a type ii endoleak was discovered and left uncorrected. After the procedure, the groin took longer than expected to heal; however, required no additional treatment or medication. Currently, it was reported that the patient expired due to an unknown reason. Investigator assessment of event was not provided.

Manufacturer narrative:
(B)(4).

Event description:
Updated information - patient did not expire (previously reported in error).